Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead product was oversensing noise. Programming changes were made. The patient was in stable condition

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. No additional lead abnormalities were noted on the rv lead. The patient was discharged and had no symptoms or complications throughout the explant procedure.